Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 006 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: black box and alarm history showed no evidence of ¿cs006¿ alarms. The pump powered on with intact auditory and vibratory features to a blank screen; therefore, investigators were unable to adequately investigate the reported ¿cs006¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. Technical analysis revealed slave processor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.